Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and failure modes were observed. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complain and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer obtained a scan of 73 mg/dl and experienced being tired, excessive thirst and urination, and feeling pressure in the head, and was unable to treat themselves. A blood glucose of 700 mg/dl obtained on the hcp meter, and the customer was treated with an unspecified infusion and an injection of 16 units of insulin in intensive care for a diagnosis of hyperglycemia. The customer was hospitalized for 1.5 days. There was no report of death or permanent injury associated with this event.